Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect turbine assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to corrupted turbine interface within the assembly. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays high peak inspiratory pressure alarms. The customer performed troubleshooting, but the issue was not resolved. The issue occurred during patient-use; the patient was placed on another working ventilator. The customer reported there is no patient consequence associated with the event.